Event description:
It was reported that a guide wire tip detachment occurred. The patient was undergoing a percutaneous transluminal angioplasty procedure. The target lesion was located in a calcified artery below the knee. Upon removal of the v-14¿ controlwire® at the end of the procedure, resistance was encountered. Angiography revealed a small section of the distal tip had detached and was left in the distal fibular artery. However, the vessel was open, so there was no harm to the patient. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - unit returned in a generic plastic bag. The body was kinked at 113.3cm approx. From the proximal end, the distal tip bent, and the polymer coating on the distal tip detached. Moreover, no evidence of fracture on the corewire was found. All the outer diameter (od) taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. The patient was undergoing a percutaneous transluminal angioplasty procedure. The target lesion was located in a calcified artery below the knee. Upon removal of the v-14 controlwire at the end of the procedure, resistance was encountered. Angiography revealed a small section of the distal tip had detached and was left in the distal fibular artery. However, the vessel was open, so there was no harm to the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).